Event description:
It was reported that when the patient presented in-clinic for a routine follow-up, a gradual increase of the hv lead impedance, within the normal range was observed. During generator change, externalized conductors were identified. The physician elected not to replace the lead due to stable electrical functions. The patient will continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information provided indicated that non-sustained vt episodes due to lead noise were observed. Upon review of the stored egm, it was noted that reprogramming would not resolve the noise. Lead fracture was also noted. Lead was capped and replaced.